Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station required manual recovery due to operational issue. The technical support specialist (tss) performed manual recovery successfully. Verified that the station was communicating properly and functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device and server inventories out of synchronization. Configured the gilab-3 pyxis machine and rearranged cubies to suit procedure room needs, however, the storage space changes did not reflect on the server, and the device was found frozen on an update screen. After power cycling, communication with the server was restored, but the loaded medications and cubie map remained unsynced with the server inventory and configuration. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.